Event description:
It was reported that the patient was feeling stimulation "off when it's on" and "it's not postural changes in stimulation." When stimulation was on, the patient felt strong stimulation and then "will turn itself off." Current impedance measurements were normal with a range of 1100-1500 ohms. Subsequent information received reported stimulation was turning on. Per analysis of data file received by manufacturer on (B)(6), stimulation appeared to be off for long periods of time in alignment with how the patient reported she used the device. There was no apparent system issue at the time. Further information received reported that the patient was receiving effective therapy.

Manufacturer narrative:
Product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).